Manufacturer narrative:
Additional information, including post primary and pre revision x-rays, operative notes, a detailed patient outcome following the revision and patient medical history was requested in order to progress with this investigation, however, they have not been provided and thus there was only very limited information available for this investigation. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification. On examination of the returned explants (stem and ceramic head) no abnormal device characteristics were found. A pre revision x-ray was provided showing that the patient had a large canal which indicates that the stem implanted may have been undersized, leading to the loosening of the stem and the reported pain by the patient. Based on the information provided, no further investigation can be conducted and corin now consider this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trifit ts revision after approximately 11 months. The patient was experiencing pain and the stem resulted to be varus and loose.

Manufacturer narrative:
(B)(4) initial report. Additional information, including a detailed patient outcome, operative notes, patient medical history and the explanted devices has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trifit ts revision after approximately 11 months. The patient was experiencing pain and the stem resulted to be varus and loose.